Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's grandparent that the patient's heart rate went up to 220 beats per minute and the device did not shock the patient. "It reached the threshold and did not shock." The device remains in use. No patient complications have been reported as a result of this event.